Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger analysis of the recharger, model [], s/n (B)(6) found recharge antenna failure - no device found message. Worn donut. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the recharger was not charging their implanted neurostimulator or letting the patient do anything with the recharger. Patient said they have to go for an MRI in may and needed to make sure they could charge their implant. Patient also said it took a while to charge the implant and when they put the paddle against their body, and it was really hot to charge at the tip of the paddle. Agent asked if there were any error codes or messages when trying to charge and patient said no device found would come up. Agent reviewed the meaning of the no device found message. Patient stated last month they had charged even when the implant was not depleted and it took a while to charge. Patient then said the tip of the charger was getting hot to the touch. Patient inspected the cord and said it looked like the cord was breaking at the tip where you put it against your body. The issue was not resolved through troubleshooting. A repair request was sent to replace the recharger. When asked for event date patient stated they did not know the issue first began. Patient mentioned they saw their healthcare provider just a couple of weeks ago.